Event description:
The international customer reported the ventilator went vent inop and displayed a pressure sensors failure. The customer reported the device was in use on a patient and there was no patient harm. A pressure sensors failure during normal ventilation operation may affect the accuracy of the system pressure measurement and result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer reconnected the data acquisition pcb to motor controller pcb board cable and the reported problem was resolved.

Manufacturer narrative:
Cable reconnected.